Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analayzed and the outer insulation was breached and had a depression. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported the device was removed and replaced due to elective replacement indicator and/or "occult defect". It was also reported that the ventricular lead insulation was breached when the physician pulled up on the lead during the device replacement. The lead was partially removed and replaced. No patient complications were reported as a result of this event.